Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the monitor failed the main battery test. The monitor was originally returned because the venous sensor was broken when the main battery test failure occurred. Since the event occurred during routine testing of the device, there was no pt involvement during this event.